Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3889-28, lot# va10ptq, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction / sacral nerve stim and gastrointestinal / pelvic floor. It was reported that the patient experienced discomfort at the implantable neurostimulator (ins) pocket site due to the patient being so thin so the ins and lead were explanted. It is unknown when the discomfort began occurring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.